Event description:
The reported product code may have contributed to line infections of four pts. Reporting facility states routinely caps are changed every 7 days. No further info is available regarding these pts.